Manufacturer narrative:
A risk review was completed and confirmed that the event of brady pacing not delivered when required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Brady pacing not delivered when required is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: brady pacing not delivered when required is a known inherent risk of the use of this product, and this is documented in the labeling.

Event description:
It was reported that this pacemaker exhibited a previous lead safety switch on the right atrial channel due to high out of range pacing impedance measurements. The pacemaker was reprogrammed vdd at the time and now, oversensing of noise and pacing inhibition are being observed on the right ventricular channel. The patient was reported to have been moving furniture at the time of the noise episode and felt dizzy, however no harm to the patient was observed. Boston scientific technical services provided troubleshooting options to the field, and the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a previous lead safety switch on the right atrial channel due to high out of range pacing impedance measurements. The pacemaker was reprogrammed vdd at the time and now, oversensing of noise and pacing inhibition are being observed on the right ventricular channel. The patient was reported to have been moving furniture at the time of the noise episode and felt dizzy, however no harm to the patient was observed. Boston scientific technical services provided troubleshooting options to the field, and the pacemaker remains in service. No adverse patient effects were reported.